Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that mechanical circulatory support (mcs) was withdrawn from the pt and the pt expired.

Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation, as the pump was not explanted from the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.